Event description:
Pt was able to unlock pca pump and reprogram pump to give himself 100mg loading doses of demerol. This was noted when the nurse got her credits at 6 am. In reviewing the event log and talking with the nurses they had not given the pt these doses nor were they ordered. Dose, frequency and route used. Boluses of 100mg.